Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was damaged when he tried to remove the battery cap. His blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.